Event description:
Received info reporting pt has have an infection at the ins site since (B)(6) 2010. After removing the incisional dressing, the pt now sees a small gray white loop coming from the incision. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).